Event description:
On (B)(6) 2012, the pt's daughter reported concerns with the pt's blood glucose levels being elevated. The pt had hip surgery about one week ago. The blood glucose levels were high at that time. She has been receiving injections of insulin, but hasn't lowered the blood glucose levels very much. The pt stated that she isn't receiving very much insulin via injection because she is also receiving insulin via the infusion device. The pt disconnected from the infusion device and bolused 2.0 units of insulin. She was not able to see insulin coming out. The pt primed the infusion device and insulin was found leaking around the adapter. The pt had changed the adapter the previous day. The insulin cartridge was removed and checked. The insulin cartridge was put back in the infusion device and the adapter was put back on. The pt primed the infusion device and was able to see insulin drip from the infusion tubing. The pt's blood glucose levels have been between 400-500 mg/dl. The pt's target range is 150 mg/dl. A diabetic trainer met with the pt the following day and her blood glucose levels have been much better ever since. The insulin cartridge and adapter were replaced and requested to be returned for eval.